Event description:
Account reports incidents in the nicu in which device "keeps slipping out of IV catheters when device used with peripheral ivs. No pt injuries reported but account concerned about "losing IV sites."